Event description:
Implant surgeon informed the sales rep that the bolt broke where the threads start when it was tightened. The tightening torque was the torque wrench 180lbs. All implants were inserted at that time. The surgeon decided to remove implants at the top to look at the situation. The broken part in the distal part was in the way that it could be taken away by turning. New implant 27 mm +20 (product (B)(4)) was inserted without problem. Operation got longer about 30 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.